Event description:
It was reported that the paramedics were called after the customer's blood glucose levels dropped to 41 mg/dl. Prior to the event, the customer had delivered a bolus of 12.7 units. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were also correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.